Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received that "the surgeon untie the impact of the cup and uses it to impact an edge of it, thus altering the thread of the impact.¿ this complaint involves one (1) device. The product was not returned to medtech orthopedics; however, photos were provided for review. The photo investigation revealed that ¿221750041, pinn straight cup impactor¿ has broken and stripped. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the pinn straight cup impactor would contribute to the complained device issue. Based on the investigation findings, pinn straight cup impactor was broken and stripped because of unintended user error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the medtech orthopedics nonconformance (nc) quality system found no nc¿s associated with this product<221750041>/lot<so2066898> combination.

Event description:
It was reported that the surgeon untied the impact of the cup impactor and used it to impact an edge of it, thus altering the thread of the impact. There were no reports of injuries.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional manufacturer narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.